Event description:
Info below is to report a potential problem and has been discussed with the product MFR. Please note that there has not been any pt adverse effect or injury caused by the product. The product has not failed. Regarding: phototherapy lamps used in the intensive care nursery. As reported by clinician: the design of the olympic phototherapy lamps are such that if there is a failure in the suspension portion, the arm can potentially drop below the level of the pt area of the warming tables (isolette). There is no "fail-safe" device, such as a cable loop, to prevent the hyper-extension of the connecting points, should the spring fail.